Manufacturer narrative:
The reported event of st elevation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicates that only 10ccs was used for aspiration. Agilis 13f instructions for use (IFU) arten600341730, version b precautions "insert device approximately 10 cm and slowly aspirate approximately 20 to 30 ml from the introducer." Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pulsed field ablation atrial fibrillation procedure, st elevation was noted after the advisor hd grid x catheter was inserted into the agilis sheath. In navx mode, non-abbott device versacross connect (dilator and wire) were used for the agilis sheath with no st elevation noted upon removing the dilator after transseptal puncture. The st elevation was noted about 1-2 minutes after the advisor hd grid x catheter was inserted into the agilis sheath to create the pre-map. The st elevation resolved without any intervention and the physician is alleges it is "not a significant issue" and it is "because the air could not be completely aspirated with the syringe". The procedure was completed without exchanging the agilis sheath and there were no adverse patient health outcomes. It was noted that only 10cc was drawn from the agilis sheath during aspiration. The device instructions for use state that after every device insertion or removal from the agilis sheath, 20-30ml should be aspirated.